Event description:
Physician mixed local medication for blocking eye before cataract surgery. Syringe leaked at hub and needle connection site. Pt stuck 6 times with different needles changed in attempt to correct problem. Eventually second syringe used. The original syringes that were defective were provided by the pharmacy. No injury to pt.